Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon did not inflate due to a split in the catheter body 0.080" long at the distal edge of the thermal filament area (middle form). The split enters the inflation lumen.